Event description:
The nurse of a (B)(6) patient called zoll customer support to report that the patient was receiving adjust belt messages and that the patient's electrode belt had damaged cables. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, damaged cable) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The trunk cable showed signs of physical abuse. The cause for the test failure was isolated to an open driven ground wire in the trunk cable. The root cause for the open wire could not positively identified but was likely excessive force. No adverse event resulted from the open wire. The patient received a replacement electrode belt.